Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located in the maintenance shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brakes not holding due to three broken brake casters and supports. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the casters and supports to resolve the issue. Based on this info, no further action is required.